Manufacturer narrative:
Technician found the head section had a slow drift, due to bad CPR valve. Replaced CPR valve to resolve this issue. Bed in bed shop.

Event description:
Information received that the head section had a slow drift. No injury reported.